Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to an adverse tissue reaction. On (B)(6), 2017 litigation received. Litigation alleges pain, elevated levels of chromium and cobalt and evidence of pseudotumors and discomfort. Stem has been added due to the alleged elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to an adverse tissue reaction. Update jun 12, 2017: litigation received. Litigation alleges pain, elevated levels of chromium and cobalt and evidence of pseudotumors and discomfort. Stem has been added due to the alleged elevated metal ions. This complaint was updated on jun 19, 2017 update oct 03, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain, elevated metal ions and adverse reaction to metal. Revision notes stated a psuedotumor was identified, the contents were dark green and black and fluid filled. Laboratory result for metal ions were above normal. MRI findings suggests osteolysis. This complaint was updated on: oct 24, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  UDI: (B)(4). Added: d2b, g5(PMA/510k).

Manufacturer narrative:
Product complaint # (B)(4). The information on this report should have submitted under follow-up #3, but was erroneously submitted as follow-up #6.  This report is being electronically submitted at the request of the FDA to correct an error in the sequential numbering of the follow-up reports. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (b(4). H10: the information on this report should have submitted under follow-up #4, but was erroneously submitted as follow-up #7.  This report is being electronically submitted at the request of the FDA to correct an error in the sequential numbering of the follow-up reports. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H10: the information on this report should have submitted under follow-up #2, but was erroneously submitted as follow-up #5.  This report is being electronically submitted at the request of the FDA to correct an error in the sequential numbering of the follow-up reports. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to an adverse tissue reaction. Update jun 12, 2017: litigation received. Litigation alleges pain, elevated levels of chromium and cobalt and evidence of pseudotumors and discomfort. Stem has been added due to the alleged elevated metal ions. This complaint was updated on jun 19, 2017. Update oct 03, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain, elevated metal ions and adverse reaction to metal. Revision notes stated a psuedotumor was identified, the contents were dark green and black and fluid filled. Laboratory result for metal ions were above normal. MRI findings suggests osteolysis. This complaint was updated on: oct 24, 2017.

Event description:
Update oct 03, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain, elevated metal ions and adverse reaction to metal. Revision notes stated a psuedotumor was identified, the contents were dark green and black and fluid filled. Laboratory result for metal ions were above 7ppb. MRI findings suggests osteolysis. This complaint was updated on oct 24, 2017.